Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one opened sample of product code j603h, was received to ethicon inc for evaluation. After investigation of the sample short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement, this defect is caused because the suture was not properly inserted inside of the needle barrel hole resulting in a pull-out defect. Based on the information currently available, the pull-out was identified during the investigation of the sample received. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic prostatic malignancy procedure on (B)(6) 2022 and suture was used. When opening the package, a nurse found that the needle had been detached from the suture. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested